Event description:
The user facility reported trouble removing glidewire advantage while performing a peripheral intervention. The following information was provided by the user facility: following vascular access, a .035" x 180cm glidewire advantage was inserted through a 4fr x 65cm angiodynamics omniflush catheter; the angiod omniflush catheter was then removed over the glidewire advantage; a 4fr x 65cm angiod straight flush catheter was inserted over the glidewire advantage; physician then attempted to remove the glidewire advantage from the angiod straight flush catheter, but it became stuck and physician was unable to remove it; an attempt to remove the glidewire advantage from the angiod straight flush catheter with additional force being applied was unsuccessful; the physician then tried to remove the glidewire advantage and angiod straight flush catheter together and was successful; the physician was able to inspect and remove the glidewire advantage from the angiod straight flush catheter and upon inspection the polyurethane jacket at the distal 25cm of the glidewire advantage was disrupted and appears to have shifted distally; the physician decided to terminate the procedure, procedure unsuccessful; and the patient is reported in stable condition.

Manufacturer narrative:
The involved device was received for evaluation by qa at the manufacturing facility. Examination of the device confirmed customer's complaint. The urethane coat was noted to have been peeled and rolled back in the distal direction over the wire. The proximal end of the urethane coat had been shifted from its original position to the distal extremity of the device. A bulge was noted at approximately 165mm from the distal end of the device. This bulge may be the original distal end of the guide wire shaft. The roll-back of the urethane coat started at approximately 210mm from the distal end of the device. The evidence of the urethane coat having been fixed on the shaft was found on the shaft at approximately 345mm from the distal end of the device. Magnifying inspection of the proximal end of the urethane coat found that the edge was thinner than other portion, implying the proper processing had been applied to the edge of the urethane coating. The portion of the urethane coat rolled back over the wire was found to be adhering to the urethane coat under the rolled portion so tight that it was very difficult to get it back to the original position. The urethane coat was removed intentionally to check the adhesion level of the urethane coating of the core wire. There were not any anomalies, including a peeling or lifting of the layer. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of samples from current production are most consistent with the actual device being subjected to an external force which exceeded the strength limit of this product at the proximal end of the urethane coat and the urethane coat was peeled back over the shaft in the distal direction. The peeled urethane coat adhered to the lumen of the involved competitor's catheter, resulting in the reported difficulty in removing the actual sample from the competitor's catheter. A review of the device history record and the shipping inspection record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).